Event description:
It was reported that prior to use, the sales representative observed two different devices with low battery voltage. One of the devices could not be interrogated. The devices were not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).